Event description:
It was reported that the external pulse generator was not allowing the user the expected 15 seconds of continued pacing in order to replace the battery, and it was further noted that the generator needed an internal battery replacement. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It could not be confirmed regarding the internal battery, this device does not have an internal battery to be replaced. It was also noted that the upper and lower cases were broken, both bail covers were missing, the ring cover screw was the wrong part, the battery contacts were compressed, both bails were missing, and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the device battery removal test failure. (B)(4).